Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: investigation results: based on the information available, boston scientific could not confirmed the reported event of a catheter guide break. The product was not returned for analysis; therefore, no evaluation could be performed to identify any potential device defect. Additionally, due to the lack of device evaluation, the most probable cause(s) contributing to the event remain unknown. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of catheter guide break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was intended to be implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure with dual stent placement, performed on (B)(6) 2026. During the procedure, while advancing the delivery system through the scope, the guidewire dislodged from the catheter, leading to complications. Additionally, both the guide catheter and push catheter broke. As a result, the delivery system was removed from the scope, and all wires were withdrawn to allow the procedure to be restarted. The procedure was completed using another of the same device. There were no patient complications reported as a results of this event.